Event description:
Event description boston scientific, crm received information that this patient fell recently but is otherwise not symptomatic. Per the provided electrogram (egc), it appeared that the right atrial (ra) threshold measurement had increased to approximately 5.0 volts. The device was otherwise noted to be functioning fine, and daily measurements were good. It was also noted that the patient is on several medications.